Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in the chop mode of the phacoemulsification section, irrigation did not compensate into the eye, resulting in an unstable chamber during cataract and vitrectomy combination surgery. The pack was replaced with a new one, and the procedure was completed on the same day. There was no information about patient impact.